Event description:
It was reported that the red driving tube showed a leak on the passage from the thinner to the thicker diameter. The drive line was replaced. No changes in patient hemodynamics or pump function were reported.

Manufacturer narrative:
(B)(4). Review of the lot history record for this lot and the manufacturing process, did not show any discrepancy or any problem related to manufacturing process. In the investigation a leak in the passage from thinner to thicker diameter was detected. The leak was caused by a break of the tube. A breakage of the tube can be caused by unexpected external forces. During investigation no manufacturing related problem was found. It was not possible to find the origin of the initial damage. (B)(4).